Event description:
On may 31, an (B)(6) customer commented that the product was false negative. They did four tests while having covid symtomps, but none of them were positive. Then they had to confirm a positive diagnostic with a different test. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.).